Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. The customer's complaint was confirmed. The reported issue was found to be caused by corrosion of an electrical circuit due to water ingress. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that there was no video when connecting the camera head prior to an undisclosed procedure. The issue was identified while preparing the device for use. No patient involvement or injury was reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely that an image was not displayed due to leakage and corrosion found on the electrical circuits. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.